Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend engagement switch was out of adjustment. The technician adjusted the switch to repair the bed.